Manufacturer narrative:
(B)(4). Date sent: 03/30/2020. Please see attached user facility medwatch #: (B)(4) - attachment: [(B)(4)].

Manufacturer narrative:
(B)(4). Batch #t5ec7t. Investigation summary: the analysis showed that the (B)(4) device was received with the jaws partially closed and with a tr45w cartridge loaded in the device. When the reload was removed from device, the knife was noted to be stuck with the reload, causing the knife to move forward. The reload was received partially fired 1/3 with the reload lockout spring damaged. No functional test could be performed due to the condition of the device. In addition, the device was disassembled to verify the condition of the internal components and no anomalies were noted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device.

Event description:
It was reported that during a laparoscopic appendectomy, after the device was fired, the jaws of the stapler wouldn't open. The doctor used extra effort and eventually was able to open the jaws and remove the stapler from the appendix. A second like stapler was used to complete the procedure. There were no patient consequences reported.